Manufacturer narrative:
(B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs. Reportedly, the patient has "serious problems- including pain, physical limitations, and mental anguish."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: central disc herniation with radiculopathy l4-l5 and central disc l5-s1 with radiculopathy, segmental instability of l4-l5 and l5-s1 with axial back pain. The patient underwent the following procedures: total discectomy, l4-l5; transverse lumbar interbody fusion, l4-l5 with insertion of cage 10 mm x 23 mm; total discectomy l5-s1; transverse lumbar interbody fusion, l5-s1 with autograft and rhbmp-2/acs supplementation as well as cage insertion, 10 mm x 23 mm; pedicular segmental fixation, l4-l5, l5-s1, two levels; posterolateral fusion l4-l5, l5-s1, two levels; left iliac crest bone graft. As per op-notes, ¿after evacuation of the disc space including cartilaginous endplate as well as the extruded herniated disc fragment, a bmp that had previously been prepared was placed deep into disc space behind the anterior longitudinal ligament. This was followed by autograft impaction. A cage measuring 10 mm x 23 mm was filled with autograft and bmp and was then transversely impacted into the disc space and recessed. After thorough cleaning of disc space the wound was irrigated. A bmp was placed along the anterior longitudinal ligament followed by autograft. A cage measuring 10 mm x 23 mm was again filled with autograft and bmp and was then transversely impacted into the disc space and recessed. Bmp supplementation along with autograft was used. The facet joints were destroyed and bone graft was packed into facet joints. Bone graft was then placed from l4 to s1.¿ the patient was discharged from the facility on (B)(6) 2005. No intra-operative complications were reported.